Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. Device is an instrument and is not implanted/explanted. A review of the device history records was performed. Envision manufacturing, inc. (Now owned by tech-etch, inc.) Manufactured self-retaining screwdriver, p/n 387.282, and lot #4397725 (supplier lot #6892) on po #277841, for (B)(4) pieces delivered march 20, 2002. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 19, 2002, and synthes final inspection sheet # (B)(4), revision ¿f¿. The parts were released to the warehouse on march 28, 2002. There were no material review records, nonconformance reports, or complaint related issues with this lot. The self-retaining screwdriver was made to the synthes drawing p/n 387.282, revision ¿a¿, released on february 2, 2000. A product development evaluation was performed. The cervical spine locking plate (cslp) system includes two self-retaining screwdrivers for expansion head screws (387.282). This driver installs the temporary fixation pins (387.595) and the expansion head screws. Two self-retaining screwdriver for expansion head screws (part# 387.282, lot# 6892 mfg mar2002, and lot# 48530 mfg jul2005) were returned with the complaint that ¿two self-retaining screwdrivers for expansion head screws are malfunctioned. It was reported that during a routine maintenance of field equipment it was discovered that two self-retaining screwdrivers for expansion heads need preventative maintenance. It was reported that one instrument had a worn tip and the second instrument had a cracked handle and broke.¿ upon receipt of these devices it was seen that lot 6892 has a damaged tip; each of the four flanges is missing approximately 2mm of material depth. This complaint is confirmed. The associated drawings for this instrument (387_282 rev a and d, and 387_282_1 rev a and e) were reviewed. These drawing detail the appropriate dimensions, material, and finishing process for a successful driver. The failure evidence suggests that the complaint for the screwdriver with the damaged tip was caused by excessive force/torque coupled with use over time, and the broken handle can likely be attributed to the age of the device, as years of sterilization cycles can degrade phenolic handles. This complaint is confirmed, the design of this device was found to be adequate for its intended use. The root cause of this complaint for the screwdriver with the damaged tip can likely be attributed to excessive force/torque coupled with use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
It was reported that during a routine maintenance of field equipment, a self-retaining screwdriver for expansion head screws were found to need preventative maintenance. It was reported that the screwdriver had a worn tip. Upon evaluation of said driver, the tip was identified as broken with material missing from the flanges on the tip. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).